Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 blood cultures were found positive for enterococcus. Repeat cultures on (B)(6) 2019 and (B)(6) 2019 were negative. Reportedly there was concern for hardware infection. Transthoracic echocardiogram (tte) did not show evidence of vegetation. The patient was started on ceftriaxone and ampicillin which was then broadened to vancomycin/ertapenem on (B)(6) 2019 and narrowed down to ampicillin on (B)(6) 2019. Ceftriaxone was resumed on (B)(6) 2019. The patient continued ampicillin and ceftriaxone until (B)(6) 2019. The patient would need to be on lifelong amoxicillin starting (B)(6) 2019. Due to the event, the patient had prolonged hospitalization and treatment with parenteral antibiotics. The infection reportedly had resolved on (B)(6) 2019.